Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was no electrode upon removal. The blood glucose level was 9 mmol/l. The customer reported that when the sensor was removed the electrode was missing so the transmitter was not connecting. The troubleshooting was not performed. The sensor not being returned for analysis.